Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited low battery voltage at implant and one day post implant follow-up. The device was reprogrammed and remained implanted.